Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked throughout its length. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed it was kinked throughout its length. Forcefully withdrawing the smart coil from the packaging hoop at extreme angles may cause the pusher assembly to kink. Further incidental damage to the pusher assembly likely occurred after it was decided not to use the smart coil for the procedure. Further evaluation revealed the pet lock was broken. A broken pet lock occurs if a pull force is applied to the proximal end of the pusher assembly, typically in an attempt to detach the embolization coil. The broken pet lock and detachment of the embolization coil of the subject smart coil were likely incidental and may have occurred after it was decided not to use the smart coil for the procedure. The embolization coil and introducer sheath were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the proximal end of the penumbra smart coil (smart coil) pusher assembly became kinked upon removal from the dispenser hoop. The smart coil became kinked prior to use and therefore, was not used for the procedure. The procedure was completed using new smart coils.